Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris gravity set had foreign matter in the pathway. The following information was received by the initial reporter with the following verbatim: it was reported by customer that secondary set found with brownish-black spots on drip chamber. Concern for contamination and lack of sterility.

Event description:
No additional information.

Manufacturer narrative:
Additional information: h. Attached medwatch. Investigation summary: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.